Manufacturer narrative:
Evaluation summary: cause cannot be determined; however, presence of 3rd body particles contributed to wear of poly. Device exhibits wear and pitting to both condyles. There are visible foreign particles embedded on one condyle. Scanning electron microscope examination showed extensive wear and pitting. Particles showing co, cr, and al, si, k were observed on articulating surface. Energy dispersive spectroscopy analysis of material showed a carbon peak in spectrum typical of uhmwpe.

Event description:
It is reported that the device was implanted in 2004 and revised in 2007, due to pain and loosening of device.